Event description:
A baxter technician at the (B)(4) received an actual sample for regular maintenance. During initial assessment an engineer identified a burnt part on the j4 connector of the accomp board and heater pan. There was no allegation about the burnt part from the customer. No patient injury or medical intervention was associated with this report.

Manufacturer narrative:
(B)(4). During regular maintenance, the engineer identified a problem with the j4 connector of the accomp board and heater pan. There was no allegation reported by the customer. The root cause of this issue was due to the defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.